Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent a replacement procedure and was doing well post operatively. The explanted device will not be return.

Manufacturer narrative:
Block b3: exact date unknown, event occurred for month from the date manufacturer became aware of the event

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent a replacement procedure and was doing well post operatively. The explanted device will not be return.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.